Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was report that while the surgeon was in surgery shaping the one side of the plate with the help of straight bender it broke in the area where pressure was being applied. The surgeon then decided to use the good side of the plate for the reduction of the fracture, because it was noted that 70% of the plate was in perfect condition and he needed it to finish the surgery. There was no report of a surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation reported no visual defect related to manufacturing process. Only a fragment of the plate involved was returned. No visual defects related to the manufacturing process noted on the returned part. The fragment of the returned part has been identified as art. 04.115.751 and not as 04.115.750 as reported in the device report. All relevant measurable product features meet specification. The conclusion of the product investigation is that the complained part is conforming from a manufacturing perspective. Catalog number based on investigation. Not implanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.